Event description:
Caller reports the patient tested 2.7 inr on the coaguchek xs system and 3.9 inr on a comparison lab. Caller states patient was not treated based on device. No adverse event reported. Requested return of suspect system, and replacement sent.